Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection. It was noted that the patient was not compliant with his post-surgical care. The physician does not plan to re-implant any devices at this time. The field representative was not aware if the device and electrode would be returned. There were no allegations against the s-ICD system.